Event description:
It was reported that the programmer would not stay powered up by the battery alone. The caller was advised to make sure the battery was fully charged. Further troubleshooting steps were provided including to power on the programmer without the battery, insert the battery, disconnect the power cord and see if the programmer remains operating. It was also recommended to disconnect the power cord with a fully charged battery, and then power up the programmer with that fully charged battery. The caller was instructed to replace the battery if needed. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).